Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited noise with oversensing and pacing inhibition. When the patient was in clinic, the health care professional (hcp) performed serial impedance checks with aggressive arm movements, however no changes were observed. The signal appeared random. Ts discussed possible causes such as emi and the patient noted he played electric guitar. However the patient was unable to recall whether he was playing guitar while the signal had occurred. The rv and ra leads were surgically abandoned, and a new system was implanted successfully. No additional adverse patient effects were reported.